Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, myopotential oversensing and r-wave amplitude variation were noted on the right ventricular (rv) lead. The rv lead was capped replaced to resolve the event. The patient was in stable condition.